Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: inguinal hernia repair. Event description: four units of scissor blades did not cut during a case. "Scissors would not cut at the distal tip at first use when cutting peritoneum wall tissue finished: using the 4th scissor with cautery no one was injured" products are available for return. Intervention: "finished: using the 4th scissor with cautery" patient status: "no one was injured"

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit; however, the event unit was able to cut properly along the entire length of the scissor blade. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the root cause of the event or confirm that a product malfunction occurred. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Procedure performed: inguinal hernia repair event description: complaint 1 of 4: #(B)(4) lot #1433357 [MFR #2027111-2022-00368]; complaint 2 of 4: #(B)(4) lot #1433357 [MFR #2027111-2022-00369]; complaint 3 of 4: #(B)(4) lot #1434543 [MFR #2027111-2022-00370]; complaint 4 of 4: #(B)(4) lot #1434123 [MFR #2027111-2022-00379]. Four units of scissor blades did not cut during a case. "Scissors would not cut at the distal tip at first use when cutting peritoneum wall tissue finished: using the 4th scissor with cautery no one was injured". Products are available for return. Intervention: "finished: using the 4th scissor with cautery". Patient status: "no one was injured".